Manufacturer narrative:
Pump error 63 alarm confirmed in the device history and during self test due to broken trace.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and hardware low level failure alarm. The customer's blood glucose level was 429 mg/dl and the other blood glucose level was 87 mg/dl. Customer was able to clear the alarm. Customer performed the self test and the test was not passed. It was unknown that the customer was using auto mode or not. The device will be returned for analysis.